Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim pump user guide states that the auto-off feature can be set up to 24 hours or off. Device not returned.

Event description:
It was reported that the customer received an auto off alarm. Tandem technical support educated the customer about the auto-off safety feature can be modified or turned off and to check with their healthcare provider before modifying setting. Additionally, the customer reported an elevated blood glucose level (588 mg/dl). The customer was not sure of the cause but stated that the site appeared fine but may have not been inserted correctly. The customer delivered a bolus to address bg.